Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. Visual inspection revealed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was received cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the lens posteriorly dislocated. It was stated that the lens was exchanged in a secondary procedure and replaced with a model zmb00 20.5 diopter intraocular lens. No patient complications were reported. It was reported that the patient is doing fine.

Manufacturer narrative:
The manufacturing record review was performed. There were no process and/or material changes within the production order number. There were no nonconformances with respect to the sterilization process. The results show that all dimensions were within specification. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information, when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics, at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.